Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 07/01/2015: the device was returned to animas and evaluated by product analysis on 06/15/2015 with the following results: the keypad is peeling near the ok key. All keys are fully responding to user presses. Removed the keypad; no contamination was found under the key contacts. No button contact defects were observed. Unrelated to the complaint, the battery compartment crack found below grip pad to the case seal and the display has a reddish tint.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.